Event description:
It was reported that the customer's pump requires "multiple presses on the wake button for it to turn on". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.